Manufacturer narrative:
The cryoprobe was returned to erbe USA and inspected on 05/18/26. The visual examination revealed a slit or cut in the white tubing approximately 18mm long and located 502mm from the distal end of the white tubing. Per instructions by our manufacturer, erbe elektromedizin gmbh, the cryoprobe's connector section was disassembled. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was present. The high-pressure tubing was also pushed out of the connector, and the blue o-ring was still a part of the device. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. The inspection results and photographic imagery were provided to the manufacturer, erbe elektromedizin gmbh, for their review. It appears that despite the high-pressure tubing being glued in the connector, it encountered a pull force that caused it to become dislodged. The cryoprobe did have a sintered filter to reduce the possibility of a rupture. No conclusive determination could be made as to when the tubing became dislodged. Nevertheless, the cryoprobe was sent to erbe elektromedizin gmbh. The account reported that they heard leaking/hissing. Per the cryoprobe's notes on use, it states in the safety instructions, "never use a product that leaks or a product with insufficient freezing performance". There is also a statement: "never use excessive force when inserting or withdrawing the product. Otherwise, the product could become damaged." To further reduce the possibility of a cryoprobe rupture, erbe has submitted and obtained 510(k) clearance of a software update for the cryosurgical units [510(k) number k261806]. The software update was developed to detect an unusual pressure rise within a cryoprobe and discontinue activation so that it doesn't rupture (note: the unit will register an error code or codes instructing the user to exchange the instrument. Specifically, the cryosurgical unit will display "activation has been interrupted..........please use another probe!). Erbe is now in the process to update all cryosurgical units with the revised software. The customer is being made aware of the findings. Erbe is now closing the file on this event.

Event description:
It was reported that an incident occurred with a flexible cryoprobe during a transbronchial lung biopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000. Information not provided). The unit setting was effect 1. Specifically, it was reported that after two (2) passes they heard leaking/hissing. They then put it into a cup of saline to test it and it popped. There was no report of any injury to staff or the patient. Additional information from a medwatch report (number mw5188399) "during a cryo procedure the cryo erbe probe exploded causing a loud "gun-shot like sound" during activation."